Event description:
It was reported that during ablation procedure performed to treat arrhythmia, after brockenbrough procedure preparation, two lasso catheters were introduced into the cardiac chamber with guiding sheath (non-bwi product). An electrophysiological examination was also performed. The ablation was performed in the left atrial with navistar catheter at 30 watts (highest output) for 60 times. Following the 60th ablation, it was found that the patient became unconsciousness. The ablation was continued with close patient monitoring. When it was noted that the patient's symptom became worse, the procedure was stopped which was past the 100th ablation. The patient was checked by diagnostic imaging system, where stroke was discovered. The physician tried to treat it, however, the patient did not recover. The patient died 9 (nine) days later. The physician believed that there was a possibility that air was introduced from the cardiac chamber to the vessel when the catheter was inserted with the non-bwi guiding sheath during the procedure. The physician did not find any abnormalities on these products before use and during the procedure.

Manufacturer narrative:
The navistar tc catheter was discarded by the facility/ not returned for investigation. The stockert generator setting during ablation was at temperature control mode/ 55 degrees/ 30 watts/ 30 seconds in maximum. Merge was performed after 20 points were obtained in the la before the ablation took place. All bwi reported used during the procedure were stated to be working without any problems (carto system/ stockert generator/ navistar tc catheter/ lasso catheters). Manufacturer's ref (B) (4).